Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was sample leakage. The following information was provided by the initial reporter: "during (B)(4) follow-ups, the customer reports a ps on (B)(6) 2023: today I was in a facility and asked them how they've been with bd tubes and they commented that there were accidents by spillage in the last month. I've requested for batch information to open a new report and verify the event frequency."

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd vacutainer tube there was sample leakage. The following information was provided by the initial reporter: "during pr# (B)(4) follow-ups, the customer reports a ps on (B)(6) 2023: today I was in a facility and asked them how they've been with bd tubes and they commented that there were accidents by spillage in the last month. I've requested for batch information to open a new report and verify the event frequency.".